Manufacturer narrative:
There was no patient involvement. The lilliput oxygenator has been discarded and will be not returned to sorin group (B)(4) for evaluation. Sorin group (B)(4) manufactures the lilliput oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during priming, a leak was observed form the lilliput oxygenator. There was no patient involvement. The event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that, during priming, a leak was seen from the lilliput oxygenator. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the lilliput oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during priming, a leak was observed from the lilliput oxygenator. There was no patient involvement. The event was reported to the country's local competent authority. This medwatch report is being filed in response to this action. Follow-up communication with the customer has confirmed that the leaking problem had nothing to do with the lilliput oxygenator and was caused by the holder. The customer has also stated that their holders are quite old. Internal action has been initiated at the facility to replace the old holders. No information regarding the model or lot number of the involved holder was submitted to sorin group (B)(4). The lilliput oxygenator was not returned to sorin group (B)(4), and so the issue could not be investigated or confirmed. Because the customer has indicated that the cause of the reported issue was an aging holder and was unrelated to the oxygenator, no corrective action has been deemed necessary.